Event description:
The lay user/pt contacted lifescan (lfs) on january 25, 2007 alleging low readings on his surestep meter. A medical affairs specialist (mas) contacted the pt on the same day and obtained/verified the following information: five days earlier, around 7:30 am, the pt woke up experiencing a headache, sweating, and "felt terrible". He tested his blood glucose and obtained a blood glucose reading of "97". Since he was not feeling well, his wife and daughter took him to the ER where his blood glucose was 240 mg/dl on the hospital's device. He was treated with "IV fluids" and was in the ER for 2 hours. He does not know whether insulin was in the IV since he was told he was being treated with "IV fluids. Prior to being released, his blood glucose was 140 mg/dl. His diabetes regimen was not changed. He claims for the past 2-3 months, his readings had been low. A normal reading for him is between 150-160 mg/dl. He did not recall what his blood glucose reading was the night before the incident; however, mentioned that it was low. He ate more food to elevate his blood glucose reading the night before the incident. Customer care advocate (cca) found out that the pt's meter was set to the incorrect unit of measurement (uom). The pt was not aware that the meter was set to the incorrect uom and claims he had not gone into the meter settings. Cca sent the pt replacement products. This complaint is being reported because the pt alleges he ate more food to elevate his blood glucose following misinterpreting the meter readings which he believes were low possibly due to being in the incorrect units of measure. He was later treated in the ER for hyperglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.